Event description:
A (B)(6) female patient called in to zoll lifecor customer support to report that there was gel on the back therapy electrode pad and was receiving "add gel" messages. The patient received a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(6) has been completed. The reported problem (gel release) has been confirmed. Upon inspection, the electrode belt was found to have the connector pins bent. The electrode belt connector pins did not successfully mate with the connector causing gel release on the rear therapy electrode pad. The root cause of the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.